Event description:
The customer was hospitalized for high bgs and dka. It was reported that their was 277, and ten about two hours later their bgs were higher. The customer had a heart attack. Also the customer had an infection recently but the dr was aware of it. The dr believes that the cause of high bgs was pump malfunction. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed.